Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise which led to multiple inappropriate mode switches. The patient experienced dizziness. The lead was reprogrammed. The patient's condition after reprogramming was stable. Lead replacement was discussed.